Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2009. A 5867-3m adaptor, implanted (B)(6) 2004. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and was fractured. It was noted that the patient had a history of inappropriate shocks. The pace/sense portion was replaced with a new pace/sense lead. The high voltage therapy portion of the lead remains in use. No patient complications have been reported as a result of this event.